Event description:
The customer reported experiencing an alarm 2, followed by alarm 26, indicating an occlusion event that occurred earlier in the day. Despite the alarms, the customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. The customer experienced recurring occlusion issues leading to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.